Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / female organ pain / side'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ruptured ('reproductive system disorder or condition type of disorder or condition: r ruptured ovarian cyst') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included groin pain, vaginitis bacterial, candida vaginal, post coital bleeding and menometrorrhagia. Concomitant products included sertraline hydrochloride (zoloft). In 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraine headaches"). On (B)(6) 2018, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdomen pain"), arthralgia ("hip pain"), back pain ("back pain") and genital pain ("female organs pain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, vulvovaginal pain, abdominal pain lower, arthralgia, back pain and genital pain had resolved and the migraine, vaginal haemorrhage, ovarian cyst ruptured and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, genital pain, menorrhagia, migraine, ovarian cyst ruptured, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (per pfs; discrepancy as per pfs. Discrepancy in date of removal- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: assessment of occlusion: the tube is occluded at the cornua bilaterally. Ultrasound scan - on (B)(6) 2017: essure implants are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events ; pelvic/abdominal, menorrhagia (heavy menstrual bleeding), fatigue, migraine were added. Fu (2) & fu (3) process together on (B)(6) 2019: fu (2) & fu (3) process together. Pfs received. Lab data added. Concomitant medication and condition added. Events: abnormal bleeding (general), abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition: r ruptured ovarian cyst, vaginal discharge, vaginal pain, lower abdomen pain, hip pain, back pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.